Event description:
It was reported the customer exposed their insulin pump to fluid. The customer's blood glucose was 70 mg/dl at the time of the call. Customer stated they had jumped into the pool with their insulin pump. Troubleshooting found the customer did not receive any alarms after the fluid exposure. Customer's insulin pump also passed a self test. The customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.